Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with infection. The infection was not believed to be device related. The pocket was opened and cleaned out. Upon device interrogation, the device displayed false eri and eos dates due to cautery exposure. The device, atrial lead and ventricular lead were explanted on (B)(6) 2018. The patient was in a stable condition. The system was replaced on (B)(6) 2018. The patient was stable.